Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within lumina of both fallopian tubes') and pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2012-surgical pathology report: diagnosis: cervix: no significant histopathologic change. Endometrium: proliferative with tubal metaplasia. Myometrium: focal adenomyosis. Bilateral fallopian tubes right and left each with a benign simple paratubal cyst. Gross description: embedded within lumina of both fallopian tubes are white metal spring-like devices consistent with essure devices. These are within the myometrium immediately adjacent to the fallopian tubes. Concurrent conditions included adenomyosis, paratubal cyst, dysfunctional uterine bleeding, grand multiparity, endometriosis, asthma and mood disorder. In (B)(6) 2008, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches,"), genital haemorrhage ("abnormal bleeding (general),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, pelvic pain, migraine, genital haemorrhage, vaginal haemorrhage, menorrhagia, weight increased, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion details-bilateral tubal ostia were visualized and appeared normal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, menorrhagia, dysmenorrhea lot number: 626800, manufacturing date: 2008-03, expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: mr received- new event embedded within lumina of both fallopian tubes were added. Medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2012-surgical pathology report: diagnosis: cervix: no significant histopathologic change. Endometrium: proliferative with tubal metaplasia. Myometrium: focal adenomyosis. Bilateral fallopian tubes right and left each with a benign simple paratubal cyst. Concurrent conditions included adenomyosis, paratubal cyst, dysfunctional uterine bleeding, grand multiparity and endometriosis. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches,"), genital haemorrhage ("abnormal bleeding (general),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, migraine, genital haemorrhage, vaginal haemorrhage, menorrhagia, weight increased, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion details-bilateral tubal ostia were visualized and appeared normal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs+mr received- lot number were added. Event injury updated pelvic pain. New events abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines / headaches, dysmenorrhea (cramping), weight gain, vaginal pain were added. New reporter, race, patient information, medical history, lab data were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.